Manufacturer narrative:
The adapter was returned to the manufacturer and analysis was completed. Functional testing and visual/physical examination was performed and no failure was found. The returned adapter was found to be in good condition with no apparent physical damage. The attachment screw and threads were intact and it was possible to mount the adapter without issue. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Patient information was unavailable from the site due to legal/confidential reasons. The instrument was not returned, so no analysis was conducted. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a cranial resection procedure. The issue occurred pre-operatively and caused no delay to the surgery. It was reported that the dual starburst attachment could not be fitted in well. The screw hole of the attachment could not be fitted in well. The surgery was completed with navigation/imaging system and back up products. There was no impact on patient outcome.